Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that the balloon detachment occurred. The physician advanced a 2.00mm x 20mm emerge balloon catheter and attempted to inflate the balloon. However, "the balloon came off the wire." They retrieved the device from the patient's body using microsnare. No further patient complications were reported.